Event description:
It was reported that a user experienced elevated blood glucose around 190 mg/dl while using the ilet system despite no recent meal, with a preceding bedtime glucose in the 160s and a possible late snack of nuts; the agent advised that the pump may have reduced insulin delivery due to a prior low, and device data were not available because the app was not synced. Symptoms included hyperglycemia without reported complications. Outcomes included no alarms, no hospitalization, and completion of troubleshooting and education. Investigation included user interview and guidance to sync the app for data review. Investigation of this case revealed no confirmed device malfunction and no accessible device data to correlate insulin delivery or algorithm actions, so the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient evidence. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.